Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was recovering. No further detail was provided regarding the treatment for the peritonitis or whether dianeal therapy was ongoing. No additional information is available.